Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had restenosis in the target vessel and myocardial infarction. In (B)(6) 2006, the target lesion was located in the mid left anterior descending artery (mid lad) with 95% stenosis and was 8mm long. The physician treated the lesion with direct placement of a 2.75x12mm taxus express2 stent, with 0% residual stenosis. Timi flow pre and post-procedure was iii. The patient was discharged on aspirin and plavix. In (B)(6) 2012, the clinical status assessment indicated that the patient's qualifying condition was unstable angina (braunwald classification iib) and the patient was referred for cardiac catheterization. Angiography revealed 90% restenosis in the proximal lad which was 16mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation using a 1.2x20mm emerge balloon catheter and placement of a 2.5x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. Post the index procedure, the patient had elevated cardiac enzymes consistent with a protocol defined myocardial infarction. No action was taken. The patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).